Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty keeping the ipg charged and was feeling warmth at the spine where the ipg is located. The patient was also experiencing inadequate stimulation. The patient underwent an ipg replacement wherein an MRI compatible ipg was implanted and was doing well post-operatively. The explanted ipg was discarded.